Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. B1, b2, b3, b5, h1, h10 h6- remove; 2199, 4582, h6 add: 1905, 4613 b1, b2, b3, b5, h1, h10 h6- remove; 2199, 4582, h6 add: 1905, 4613.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin, using cold insulin, and not performing the air removal step. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days, insulin should be room temperature and to perform the air removal step. Customer changed cartridge and infusion set to address the issues. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.